Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, for most of the case they noticed that the metal wire filament on the bi-section tool was mispositioned and bent. They stopped using this device and opened another kit to finish case. No procedural delay other than the short time it took to open another kit. No patient harm or potential harm was noted.

Event description:
N/a.

Manufacturer narrative:
Tw (B)(4). The device was returned to the factory for evaluation on 02/27/2025. An investigation was conducted on 03/19/2025. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the intact silicone insulation on the cold jaw. The clear silicone insulation on the tip of the hot jaw was observed to be peeled back, exposing the hot metal tip of the jaw. The heater wire was observed to be flexed away from the hot jaw from the base of the hot jaw with detachment at the tip of the hot jaw. No other visual defects were observed. No additional testing was conducted due to the condition of the heater wire. Based on the returned condition of the device as well as the evaluation results, the reported failure "material twisted/bent wire" was confirmed and the analyzed failure "peeled; delaminated; jaw" was observed. The lot # 3000448761 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported and analyzed failure modes are being maintained and documented under maquet's corrective and preventive action (CAPA) system.